Event description:
It was reported that the customer was in the emergency room due to a possible delivery issue with his insulin pump. It was stated that the customer bolused twice, but his glucose level continued to rise. Troubleshooting was performed. It was mentioned that the customer did not attempt to change the infusion set and reservoir to solve the issue. Reviewed the programming and settings and they appeared ok. It was stated that the customer has a lot of bruising and lumping in the insertion areas. It was stated that the customer's blood glucose at time of his admission was reading 28mmol/l. It was stated that the customer had an infection. The caller stated that his site insertion was wet and had a lot of scar tissue on the stomach where the customer inserts. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.